Manufacturer narrative:
The event occurred on an unspecified date in 2019. The reported serial number is (B)(4) which is not recognized by baxter. The device was not returned and the lot number is invalid; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump displayed an f_49 error during setup and preparation. During troubleshooting, the battery was replaced, however the issue continued to occur. There was no patient involvement. No additional information is available.